Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a (B)(6) female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, 1 month 18 days after insertion of essure, the patient experienced endometriosis ("other injury or complication: endometriosis with adhesions") and pelvic adhesions ("other injury or complication: endometriosis with adhesions"). On an unknown date, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("developed symptoms of nickel allergy, nickel allergy") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (operative hysteroscopy with removal of left essure and operative laparoscopy with removal of right essure, partial right salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, vaginal haemorrhage, allergy to metals, menorrhagia, endometriosis and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspareunia, endometriosis, menorrhagia, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, endometriosis. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: new reporters, patient demographic information, product indication updated, removal date, lot no, new events menorrhagia, endometriosis and pelvic adhesions added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 27-year-old female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 18 days after insertion of essure, the patient experienced endometriosis ("other injury or complication: endometriosis with adhesions") and pelvic adhesions ("other injury or complication: endometriosis with adhesions"). On an unknown date, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("developed symptoms of nickel allergy, nickel allergy") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (operative hysteroscopy with removal of left essure and operative laparoscopy with removal of right). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, vaginal haemorrhage, allergy to metals, menorrhagia, endometriosis and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspareunia, endometriosis, menorrhagia, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding") and allergy to metals ("developed symptoms of nickel allergy"). The patient was treated with surgery (she underwent a device removal procedure). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.